Manufacturer narrative:
The device was not returned for evaluation. The device history records were reviewed and the inspection report showed that no devices were rejected and no specific manufacturing yield issues were reported similar to the complaint condition. The inspection data did not show any non-conformancies or anomalies for the incoming material components for the tube or the shrink tubing.

Manufacturer narrative:
Attempts to obtain the device for evaluation from the complainant are on-going. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital purchasing department reported an issue encountered by the physician while using the lacrimal intubation set. The report stated that pieces of the device broke into the patient's eye while the physician was inserting it during a right endoscopic dacryoadenotomy. The report stated the surgical site was examined to retrieve the broken pieces and another device was used to complete the procedure. There were no patient complications reported as a result of the alleged event. It is unknown if the device will be returned for evaluation; it is with the hospital's clinical engineering department.